Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h4 and h6 (component code, health effect, type of investigation, investigation findings and investigation conclusions). Additional h6 type of investigation: analysis of images and labeling review. H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Intraoperative transesophageal echocardiography results: the evaluation of the images cannot confirm the allegation of air introduction originating from an edwards guide sheath. Incomplete set of images to evaluate the outcome of the procedure. The complaint was confirmed; however, no manufacturing non-conformities could be identified from the device history record review or returned imaging. Potential root causes may include a potential defect with the device, air from a non-pascal source, or variation in device preparation or procedural use. However, as no device was returned and returned imaging was inconclusive, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H6 health effect - impact code: non-serious injury/illness/impairment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from australia, edwards received notification of a pascal precision procedure in mitral position. During procedure air was introduced into the patient. There were no issues during device preparation. The patient was under general anesthesia. The guide sheath (gs) handle was elevated while inserting into the patient, and a syringe was left on the introducer until the guidewire was inserted. Steerable flush port were used for lap monitoring. Guidewire was retracted, then micro air bubbles were seen in left atrium and left ventricle after removing the introducer from the guide sheath (gs). Afterwards, the implant system was inserted into the gs and aspiration/flush as per IFU. No symptoms were observed. No treatment was required and the procedure continued as usual. There was no patient injury. As per medical opinion the amount of air observed was more than usual for a teer procedure.